Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the surgery is completed, the pump reported the helium loss alarm. Remove the catheter". Additional info states that the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the surgery is completed, the pump reported the helium loss alarm. Remove the catheter". Additional info states that the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc outer lumen. The one-way valve was noted disconnected from the short driveline tubing and was returned with the sample; no visual damage or abnormal-ities were noted to the one-way valve. The supplied 40cc inflation driveline tubing was noted con-nected to the short driveline tubing. A clear plastic tape was noted wrapped around the bifurcate and the short driveline tubing and inflation driveline tubing connection. The iabc bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. An external leak was immediately de-tected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab in-ventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump reported the helium loss alarm" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.